Manufacturer narrative:
The reported event of a protruding polyester thread was confirmed. However, the knot met dimensional specifications when analyzed at abbott. The sewing knots that are seen above the nitinol wires are considered a normal and acceptable characteristic of the occluder. An event of the device being unable to advance from the loader to the delivery system could not be confirmed. The device was returned to abbott for investigation and the device met functional and dimensional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and that the product met all specifications. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, an 8-6mm amplatzer duct occluder was selected for implant using a 6f amplatzer torqvue delivery system. It was noted during procedure that the occluder was unable to be insert into the delivery system from it's loader. It was also noted while outside the patient's anatomy, that there were exposed threads coming out of the occluder. The decision was made to replace the 8-6mm amplatzer duct occluder with a 10-8mm amplatzer duct occluder and replace the 6f amplatzer torqvue delivery system with another one of the same size. There were no polyester fibers/exposed threads noted remaining in the patient anatomy from the 8-6mm amplatzer duct occluder. However, it was noted that the 10-8mm amplatzer duct occluder was also unable to be inserted into the replacement 6f amplatzer torqvue delivery system. The decision was then made to use an unknown replacement device to complete the procedure. There were no adverse patient consequences reported.

Manufacturer narrative:
The reported event of a protruding polyester thread was confirmed, however the knot met dimensional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The sewing knots that are seen above the nitinol wires are considered a normal and acceptable characteristic of the occluder. There is no indication of a product quality issue with regards to manufacture, design, or labeling.